Manufacturer narrative:
The customer reported that the lifeband was not compressing when used on the autopulse platform (sn (B)(6). The returned lifeband was incomplete; only a small portion of the band with the belt clip was received. The main body of the lifeband appeared to have been cut by the customer. During visual inspection, the returned lifeband was observed to have the belt clip completely separated from the band. The customer cut the lifeband because the platform's driveshaft was not in its "home" position, preventing normal removal of the lifeband. Functional testing could not be performed due to the condition of the returned lifeband. Because the returned lifeband was incomplete, the lot number and manufacturing date are unknown.

Event description:
The customer reported that the lifeband was not compressing on the autopulse platform (sn (B)(6). The customer stated that they did not receive any additional details regarding the issue, other than the note stating that the band was not compressing. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.